Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the therapy electrode pads in the middle of the back. The patient reported that the area had been itchy for a couple of weeks and that she might be allergic to nickel. The patient was prescribed triamcinolone cream. Follow-up indicated that the irritation was much better with use of the prescribed cream.